Event description:
Hill-rom received a report from the account stating the siderail is not working properly. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the internal siderail mechanism was very gummy due to feeding tube fluid. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned and lubricated side rail release and latching mechanism to resolve the issue. Based on this information, no further action is required.